Event description:
The customer reported to philips healthcare that the heartstart mrx experienced an "ECG interface problem." There was no negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.